Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the tubing of a bd vacutainer® push button blood collection set with pre-attached holder, which caused leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: this MDR is a duplicate of pr (B)(4) / MDR report# 1024879-2018-00143. The defects represented in this complaint were for pre-retraction and missing IV cover, which are not reportable malfunctions.